Event description:
On the event date, at 6:07 pm, the lay user/pt contacted lifescan (lfs) alleging that a one touch ultralink meter has an "unknown meter issue". The medical affairs specialist (mas) was unable to contact the pt to obtain/verify additional information. The pt normally tests her blood glucose at least four times daily and manages her diabetes with an insulin pump. The alleged meter issue occured "a few hours" before contacting lfs for support. The pt claimed that before the meter issue, she was shaky and hungry (typical of low symptoms for the pt) and attempted to check her blood sugar with the subject meter but it had an "unknown error" message. As a result, the pt reportedly ate food and drank beverage with sugar added and attempted to recheck her blood glucose after 15 minutes but it reportedly still had an (unk) error message. The pt "thinks" that because she did not eat enough during the day that her blood sugar might have dropped and caused her to develop symptoms. Consequently, the reported symptoms went away after self-treatment with food (this was at 5:45 pm). The pt did not seek medical intervention and did not test on another device. The mas verified with the pt that the alleged issue occurred today (on the same day) and not two months ago (as documented by the csr). There is no evidence the product caused or contributed to an adverse event because the pt developed symptoms before the issue with the reported meter. However, this complaint is being reported because of an unresolved error message issue with the meter. The pt's products have been replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.